Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the existing ipp exhibited fluid loss at the junction between the pump and the tubing. The existing ipp was explanted and replaced with a new one as a result. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis. It was further reported that the patient was doing well after the surgery.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the existing ipp exhibited fluid loss at the junction between the pump and the tubing. The existing ipp was explanted and replaced with a new one as a result. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.